Event description:
The pt contacted lifescan and could not get the test started on their one touch ultra meter. There was no allegation of harm or serious injury. The pt had initially reported an error 4 message. During troubleshooting, it was verified that pt was applying enough sample to the test strip. Pt was asked to retest with a new test strip and a sufficient sample size, but the apply sample icon appeared and the test would not start. Their testing technique was correct. Pt was then asked to retest with a test strip from a new vial, but the issue was not resolved. Their blood glucose was tested on another meter with a result of 100 mg/dl, which does not reflect any serious injury. Based on the info provided, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no info to suggest that the pt experienced injury due to the product. This case is reported as a meter malfunction since the issue was not resolved with troubleshooting. The pt was sent a replacement meter and test strips.